Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? What type of procedure was the device used in? It was reported that the physician changed the load to a different white load it worked; however it continued to get stuck? Did the device partially fire (staples deployed and cut line started but could not be completed)? It was reported that the device fired incorrectly multiple times. Please explain what this means? Is the device available for return?

Event description:
Please see the user facility medwatch, #(B)(4), attached to this report.